Manufacturer narrative:
Additional information: d10, h3 and h6. The reported event of backup vvi was confirmed in the lab. The retrieved copy of the backup vvi printout indicated the device image was corrupted. The device was successfully restored from backup vvi. Interrogation of the device revealed the device was above the elective replacement indicator when received. A longevity calculation was performed based upon programmed settings and usage data of the latest available session record. The calculations showed the battery depletion was normal. Pacing, sensing, impedance, high voltage output, and patient notifier were tested, and no anomaly was detected. The device passed memory testing as expected. The cause of the field event of backup vvi remains undetermined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, the device was observed to be in backup vvi mode. Premature battery depletion was suspected. The event was resolved by explanting and replacing the device. The patient was in stable condition.